Manufacturer narrative:
Evaluation of the first returned sep8 confirmed that the atraumatic tip distal to the bulb was fractured and revealed that the pusher wire was kinked at its mid-shaft. If the sep8 is repeatedly manipulated through tough clot burden, damage such as this may occur. The fractured distal tip was not returned for evaluation. Evaluation of the second returned sep8 confirmed that the atraumatic tip distal to the bulb was fractured and revealed that the pusher wire was kinked at its mid-shaft. If the sep8 is repeatedly manipulated through tough clot burden, damage such as this may occur. The fractured distal tip was not returned for evaluation. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-01208 h3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01208.

Event description:
The patient was undergoing a thrombectomy procedure in the right popliteal vein using indigo system separators 8 (sep8s) and an indigo system aspiration catheter 8 (cat8). During the procedure, after advancing and retracting a sep8 within the cat8 to break up and aspirate clot for approximately one hour, the wire distal to the sep8 bulb broke in front of the distal tip of the cat8 in the target vessel. The physician then aspirated the broken wire of the sep8 using the cat8. An x-ray confirmed that the wire distal to the sep8 bulb was not left in the patient after aspiration. It was reported that the physician experienced resistance while advancing the sep8 into the clot. Next, the physician proceeded with the procedure using a second sep8. After advancing and retracting the sep8 within the cat8 to break up and aspirate clot for approximately two and a half hours, the wire distal to the sep8 bulb became damaged. The physician then retracted the entire sep8 out of the patient¿s body. While inspecting the sep8 on the back table, the wire distal to the sep8 bulb broke, and the physician observed that the wire was stretched. It was also reported that the physician experienced resistance while advancing the sep8 into the clot. The procedure was completed using a new sep8 and the same cat8. It was reported that the patient had some clot mass up to the inferior vena cava and that the thrombectomy procedure did not remove all the clot. Therefore, the physician decided to start an overnight lysis therapy. There was no report of an adverse effect to the patient related to the use of the indigo aspiration system.